Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 15/sep/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cramping, confusion, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 13,450 mm3) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was prescribed (ip) ceftazidime 2000 mg daily for 21 days. The patient¿s preliminary peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2025. While in the operating suite, the patient also received a hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. The patient¿s ceftazidime was discontinued and replaced with intravenous (IV) cefepime 2000 mg daily x 21 days. The patient transitioned to hd without reported difficulty and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient remains hospitalized with no plans for discharge yet, patient/family deciding if ccpd is still the right option for the patient.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain, cramping, cloudy peritoneal effluent fluid and confusion), which required hospitalization, antibiotic(s) therapy, pd catheter removal, hd catheter placement, and the patient¿s transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 15/sep/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cramping, confusion, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 13,450 mm3) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was prescribed (ip) ceftazidime 2000 mg daily for 21 days. The patient¿s preliminary peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2025. While in the operating suite, the patient also received a hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. The patient¿s ceftazidime was discontinued and replaced with intravenous (IV) cefepime 2000 mg daily x 21 days. The patient transitioned to hd without reported difficulty and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient remains hospitalized with no plans for discharge yet, patient/family deciding if ccpd is still the right option for the patient.